Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified:one opening linear on the anterior, brown particles in the shell, crease fold, wear abrasion, and observed void >1 mm in non-textured, valve-to shell-bond area. Leak test and microscopic analysis was performed which identified one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is one striated opening on the anterior assessed as surgical damage consistent in the use of some surgical tool. Additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side deflation. Healthcare professional called to confirm the event. Device remains implanted.